Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury. Corrected data: new information corrects the suspect device.

Event description:
Analysis of the handheld was completed on 09/10/2014. During the analysis an intermittent power connection associated with the serial cable was identified. The cause for the anomaly is associated with a bent serial cable plug leaf spring that prevented electrical contact with the ac adapter barrel connector. The cause for the bent spring is unknown, but is most likely associated with mishandling of the device. Analysis of the flashcard was completed on 09/10/2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that neurologist¿s handheld device repeatedly froze. Hard resets were performed but the issue would sometimes resolve. The neurologist¿s handheld froze on (B)(6) 2014 and the neurologist was unable to resolve the issue. The handheld device and software flashcard were returned to the manufacturer where analysis is currently underway.